Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported the equipment displayed a system message and locked during a vitrectomy procedure. The procedure was completed with another system, with delay of less than 15 minutes. There was no harm to the patient.